Event description:
Unomedical reference number (B)(4). Event occurred in the argentina on (B)(6) 2024, it was reported by the patient sister that the patient faced an issue with infusion set because the insulin flow blocked alarm and had to changed it. The same issue was occurred in past and resolved. No further information available.